Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that their personal therapy manager (ptm) was "not functioning correctly at all" and the past couple of weeks the ptm could not find the pump and she would see a "red box" alert 156. Agent reviewed best practices for ptm use and had caller clear data from the handset. The patient stated that ptm was showing a lockout of 2h7m; agent reviewed that this means that patient got a bolus within the past hour. Agent advised patient to make note of any alerts if they were to appear in the future and to call back if she needs further assistance.